Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on 12/20/2020, customer's hh nurse came to change the bandages around PICC line and removed the "ultrasite" per customer ( a piece connected to the catheter hub) and now the catheter is leaking a small amount of blood. The customer had no idea this happened until the nurse today came by to take a look and change the dressings. The nurses are looking into what to do on their side, as they instructed the customer to contact us and inform us. He is wondering is there a replacement attachment that he needs, he stated the component that was removed by the nurse is on his extension tubing."